Event description:
It was reported that during an unknown procedure the har36 device was used on a patient, but the lower branch of the device fell off during surgery. The sterile device was opened before the surgery. There were no violations of the operating rules on the part of the personnel (in their words).

Manufacturer narrative:
(B)(4). Batch #: u93r9w. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. There were no consequences. At first, false information was provided that the fragment was not found during the operation. In fact, the fragment was found, there are no consequences for the patient, the patient has already been discharged. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (defect photo): the image provided by the customer is that of the distal jaw of what appears to be an har instrument. A closer look at the clamp arm interface shows the blade tip broken off. Image (label): the image provided by the customer shows the packaging tyvek. The lot can be seen as u93r9w. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.